Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. Factors that may contribute to failure advancing the guide wire include, but are not limited to, lesion characteristics, the tip shape, or wire position in the vessel, challenging anatomy, device support, buildup of procedural contaminants and/or user technique. Multiple attempts to cross the challenging anatomy and wire subjected to tensile or torsional loads beyond its design limits likely contributed to the reported material separation. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
It was reported that the procedure was to treat a three-vessel coronary artery disease, which revealed occlusion of the right coronary artery (rca), occlusion of the circumflex artery, and 90% stenosis of the left anterior descending artery. The 014 hi-torque pilot 150 guide wire (gw) was attempted to be used in the procedure; however, multiple attempts to cross the occlusion were unsuccessful. During withdraw of the gw, the operator found that the tip of the guidewire had separated and remained within the rca, with an approximate retained length of 60¿70 mm, despite no resistance noted during removal. Therefore, a snare and other unspecified guide wires were used to attempt to remove the separated portion of the gw from the patient. However, the separated portion could not be removed and as a result the separated portion of the gw was embedded in the vessel and dual antiplatelet therapy was initiated. The procedure was then discontinued. The patient¿s vital signs remained stable, and no special discomfort was reported. There was no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.